Event description:
It was reported that the procedure performed was to treat a moderately calcified, right superficial femoral artery that is 70% stenosed. The 5.5x80mm supera self-expanding stent completely deployed and the struts were observed to be expanded. However, it is unknown if stent remains implanted. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Subsequently, it was reported that the supera was successfully implanted; however, stent was inadvertently pulled back at its proximal end into the sheath. Attempts were made to reposition the stent, however, unsuccessful and the supera stent was removed completely via the sheath. No other device was used to complete the procedure, as the remaining stenosis was acceptable. No additional information was provided.

Manufacturer narrative:
Only the stent implant was returned for analysis. The reported activation failure was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. It is possible that after successful stent deployment during device removal interaction between the tip of the device and the deployed stent resulted in the stent inadvertently becoming pulled back into the sheath; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.